Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys toxo igm immunoassay results for one patient sample from cobas e 411 immunoassay analyzer serial number (B)(4). The sample was first tested on a siemens advia centaur. The results were 13.98 and 14.73 coi (positive). As these results were abnormally high, the sample was repeated on the cobas e411. The results were 0.273 and 0.274 coi (negative). On (B)(6) 2018, a second confirmatory test was performed on a biomérieux vidas analyzer and the result was 2.95 coi (positive). The customer believed the positive result was correct. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer¿s non-reactive result was reproducible. The sample was also non-reactive and borderline-reactive with two independent toxo igm methods. Therefore, the true toxo igm status of the sample cannot be determined. The investigation was unable to find a definitive root cause.